Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. The issue is resolved with no known intervention. There were no patient consequences.